Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The device was not implanted. During analysis, high hv lead impedance measurements were observed. The device was opened for further testing. An integrated circuit was found to be anomalous.